Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized to recover from a right lead revision that took place on (B)(6) 2011. The patient was not feeling a stimulation sensation from her right implanted neurostimulator following a lead replacement. When the patient tried to increase stimulation on the right side neurostimulator an upper-limit screen was displayed; the upper limit was 1.0v. The patient was able to adjust the left neurostimulator after determining it had previously been turned off. The patient had an appointment with her physician and/or manufacturer representative on (B)(6) 2011 and her concerns with her device and therapy were resolved. Additional information has been requested but was not available as of the date of this report.